Manufacturer narrative:
The pump was received and failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit was received with cracked case at display window corners, display window and battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that his wife's insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was attempted for the motor error but were unable to resolve issue. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.